Event description:
Boston scientific received information that this patient underwent a laser lead extraction of a competitor's right ventricular (rv) lead due to a fracture. This rv lead was then introduced, but had not passed the tricuspid valve, when the patient's blood pressure crashed and the patient coded. The patient was eventually resuscitated, however, suffered brain damage and was on a ventilator. This rv lead was not implanted and was being held at the hospital. No additional information was received.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient died six days following the implant procedure. There were no report that the use of the replacement boston scientific replacement rv defibrillation lead caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.